Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial tachy therapies was explanted due to an unknown product performance issue. In addition, the rate/sense portion of this implantable transvenous defibrillation lead was capped due to noise. Another guidant rate/sense lead was implanted.